Event description:
Did get a cortisone injection after synvisc one (prescriber would allow a cortisone injection, if the synvisc-one was not working on the pain)/still feeling pain (right knee) [aching (r) knee] ([device ineffective]). Case narrative: this case is submitted following an incorrect worldwide ID in case ID ((B)(4)) which will be deleted. This report contains no new information. The case is linked to (B)(4) (multiple device; same patient). Initial information received on 08-apr-2021 regarding an unsolicited valid serious case from a consumer/non-hcp from united states. This case involves an unknown age male patient who did get a cortisone injection after synvisc one (prescriber would allow a cortisone injection, if the synvisc-one was not working on the pain)/still feeling pain (right knee), while using the medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2020, patient received treatment with hylan g-f 20, sodium hyaluronate solution for injection in right knee at dose of 6 ml once (route and batch number unknown) for pain. On an unknown date, after unknown latency, patient got a cortisone injection and it was reported that prescriber would allow a cortisone injection, if the hylan g-f 20, sodium hyaluronate was not working on the pain) and still feeling pain (arthralgia) (device ineffective) (seriousness criteria: intervention required). Action taken: not applicable. Corrective treatment: cortisone injection. The patient outcome is reported as unknown.

Event description:
Did get a cortisone injection after synvisc one (prescriber would allow a cortisone injection, if the synvisc-one was not working on the pain)/still feeling pain (right knee) [aching (r) knee] ([device ineffective]) case narrative: this case is submitted following an incorrect worldwide ID in case ID ((B)(4)) which will be deleted. This report contains no new information. The case is linked to (B)(4) (multiple devices suspect for same patient) initial information received on 08-apr-2021 regarding an unsolicited valid serious case from a patient from united states this case involves an unknown age male patient who did get a cortisone injection after synvisc one (prescriber would allow a cortisone injection, if the synvisc-one was not working on the pain)/still feeling pain (right knee), while using the medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in nov-2020, patient received treatment with hylan g-f 20, sodium hyaluronate solution for injection in right knee at dose of 6 ml once having the strength 48mg/6ml (route, expiry date and batch number unknown) for pain. On an unknown date, after unknown latency, patient got a cortisone injection and it was reported that prescriber would allow a cortisone injection, if the hylan g-f 20, sodium hyaluronate was not working on the pain) and still feeling pain (arthralgia) (device ineffective) (seriousness criteria: intervention required). Action taken: not applicable corrective treatment: cortisone injection outcome: unknown a product technical complaint (ptc) was initiated on 08-apr-2021 for synvisc one (batch number: unknown) with global ptc number 100335922. The sample status was not available. Ptc stated: complaint: adverse event preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Em (B)(6) 2023) investigation (em (B)(6) 2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on (B)(6) 2023 with summarized conclusion as no assessment possible. Based upon information previously received, the ptc details removed, follow-up documents regarding ptc deleted. Additional information was received on 08-apr-2021 from healthcare professional (quality department). Ptc number was added. Text amended accordingly. Additional information was received on 20-jun-2023 from healthcare professional (quality department). Ptc results were added. Text amended accordingly.